Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% in-stent restenotic target lesion was located in a graft in the moderately tortuous and non-calcified anastomotic site of left elbow. After a non-bsc guide wire crossed the lesion, a 6.0-4/4t/40 symmetry¿ balloon catheter was advanced and was initially inflated at 15 atmospheres for 15 seconds. However, upon the second inflation at 15 atmospheres for 15 seconds, the balloon ruptured sound was heard so it was pulled out. When it was checked, balloon rupture was found. The procedure was completed with a 6x4mm non-bsc balloon. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis. A visual examination identified that the balloon was unfolded which indicates that the balloon had been subjected to positive pressure. Blood was noted within the balloon which is evidence of a device leak. The device was attached to an encore inflation unit and positive pressure was applied when liquid was observed escaping from a balloon longitudinal tear beginning approximately 3mm proximal to the proximal edge of the distal markerband and extending distally across the balloon material for 10mm. The balloon material was visually and microscopically examined and no issues were noted that could have contributed to the complaint incident. No issues or any damage was noted along the shaft that could have contributed to the complaint incident. An examination of the markerbands and tip identified no issues that could have potentially contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% in-stent restenotic target lesion was located in a graft in the moderately tortuous and non-calcified anastomotic site of left elbow. After a non-bsc guide wire crossed the lesion, a 6.0-4/4t/40 symmetry¿ balloon catheter was advanced and was initially inflated at 15 atmospheres for 15 seconds. However, upon the second inflation at 15 atmospheres for 15 seconds, the balloon ruptured sound was heard so it was pulled out. When it was checked, balloon rupture was found. The procedure was completed with a 6x4mm non-bsc balloon. No patient complications nor injuries were reported.